Event description:
Boston scientific crm received information that this patient's leads had eroded through the skin and were exposed. The pacemaker was explanted and laser extraction of both leads was attempted. The right ventricular lead was successfully explanted. However, the atrial lead could not be explanted and was surgically abandoned in the subclavian. A new pacing system was implanted on this patient's right side.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.